Event description:
Notica of revision surgery due to pain at knee the irradialed to the mid-thigh. During surgery it was noticed there was a fissure on the femoral coupling/boss.

Manufacturer narrative:
H6. Method: other - reviewed inspection/mfg records in relation to x-rays, medical case report, and device. H.6: results: other - review of x-ray images reveals that the femoral stem is in alignment with the femoral component. It does not show that the morse taper of the stem has disengaged from the femoral component, although visual review of the boss/coupling does show to be fractured. Other - it is unknown if surgical technique has caused the malalignment of the components to the bone or degeneration of the pt's bone did. H6. Conclusions: other - x-rays show stem is pressing against the media/posterior wall of the medullary canal producing a periosteal reaction along the medial wall. Load produced due to the malalignment of the components within the femur caused a stress riser at the femoral coupling/boss. Had coupling not fracured revision surgery would still be required.